Event description:
A company representative reported that a patient underwent a revision surgery to address a post-operative tritanium posterior lumbar cage migration.

Manufacturer narrative:
Correction: d6a: date of implant is (B)(6) 2023. H6 coding has been updated to reflect investigation conclusion h3 other text : hospital discarded device.

Manufacturer narrative:
H3 other text : hospital discarded device.

Event description:
A company representative reported that a patient underwent a revision surgery to address a post-operative tritanium posterior lumbar cage migration.